Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to a lack of sample. Batch review was not performed since lot number is not available. Per the complaint information, the cause of the low drain volume alarm is the air in the patient line due to not opening the clamp. Labeling review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center and reported a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The home patient (hp) stated that there are gaps of air in the supplies. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. Product surveillance contacted the patient on (B)(4) 2010. According to the patient, he rushed set up and connected prior to the connect yourself prompt which caused air to get into the set up. The patient stated this was entirely his fault and there was no defect with the supplies. There was no patient injury or medical intervention associated with this event.